Manufacturer narrative:
E1: name: tandem. Country: united states of america. Address ¿ line 1: 11045 roselle street. Address ¿ line 2: suite 200. City: san diego. State, province or territory: ca. Post office or zip code: 92121. Based on the available information, this event is deemed to be reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that infusion set cannula was kinked and patient had high blood glucose levels on (B)(6) 2026 and symptoms were observed within three or more hours after insertion and it has been in use for twelve hours.